Manufacturer narrative:
D6b: explanted date: unknown if device was explanted e3: occupation: neuro interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported failure with the involved angio-seal emerged hours and days later. The patient experienced a "pop" sensation and developed a pseudoaneurysm and other significant issues, necessitating referral to vascular surgery. This incident is exclusive to the neuro ir department; no other hospital department reported such failures. The practice involves applying 15 minutes of manual pressure followed by a compression dressing immediately after angio-seal deployment, which is suspected to interfere with the device's collagen and performance. The event was a pseudoaneurysm with blood loss under 250cc. Additional information was received on 15 may 2024: the patient experienced the "pop" sensation approximately 12 hours after being discharged. The procedure conducted before the use of angio-seal was a mechanical thrombectomy, utilizing an 8fr procedural sheath. There were no complications with arterial access, sheath, guidewire, or catheter insertion. Additionally, there were no problems with the insertion, deployment, or removal of the device. A pre-deployment angiogram was executed, and initial hemostasis was successfully achieved with angio-seal. Multiple attempts to gain arterial access were not performed. The puncture site was not below the common femoral artery. No tests were conducted to diagnose the pseudoaneurysm. Medical or surgical intervention for the pseudoaneurysm was not performed. The patient was repositioning in bed when the incident occurred. There is a direct allegation from the clinician against the device, claiming it caused or contributed to the event.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d4 UDI and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single department within the facility. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).